Event description:
It was reported that the ll vlv adpt(stand alone) was clogged or blocked. The following information was provided by the initial reporter: when the medical staff was preparing to use the smartsite, they found that the product could not be vented, resulting in blockage. The sample cannot return. Customer response letter is not needed.

Manufacturer narrative:
A 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17095225. Further information provided by the customer indicates that the occlusion was observed during connection with a b. Braun three-way tap product. Additionally the customer provided photographs of the affected sample and the packaging label. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17095225 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: n/a. Device manufacture date: n/a.

Event description:
It was reported that the ll vlv adpt (stand alone) was clogged or blocked. The following information was provided by the initial reporter: when the medical staff was preparing to use the smartsite, they found that the product could not be vented, resulting in blockage. The sample cannot return. Customer response letter is not needed.